Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system was switching off on its own during setup and calibration. There was no patient involvement and the scheduled cases were postponed.

Manufacturer narrative:
The system was examined and the reported event was replicated. However, the issue was attributed to the customers external un-interruptible power supply (ups) to be non-conforming. The customer was advised to replace the ups. The customer replaced the ups to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 11, 2016. Based on qa assessment, the product met specifications at the time of release. Manufacturing record review: a review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Operator's manual, if the use of the system requires continued operation during power mains interruptions, it is recommended that the system be powered from a ups or a battery. This external ups is a third party part to be supplied by the customer. Accessory equipment connected to or used with this equipment must be certified according to the respective iec standard. Furthermore, all configurations shall comply with the system standards. Anyone connecting additional equipment or otherwise causing a different system configuration than provided by the company is responsible for continued compliance to the requirements of system the system was verified to meet specifications. The root cause of the reported event can be attributed to the customer¿s non-conforming external power source. (B)(4).